Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypertension ("high blood pressure"), abdominal pain upper ("stomach pain"), renal cyst ("cyst in my kidney"), depression ("depression"), loss of libido ("sex drive is down to almost nothing") and ovarian cyst ("cyst in my ovaries while it was in"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the pelvic pain, hypertension, abdominal pain upper, renal cyst, depression, loss of libido and ovarian cyst outcome was unknown. The reporter considered abdominal pain upper, depression, hypertension, loss of libido, ovarian cyst, pelvic pain and renal cyst to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: social media received. Previously added event medical device removal was replaced to new event pain. Reporter was added. On (B)(6)2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy because of all the damage it caused') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypertension ("high blood pressure"), abdominal pain upper ("stomach pain"), renal cyst ("cyst in my kidney"), depression ("depression"), loss of libido ("sex drive is down to almost nothing") and ovarian cyst ("cyst in my ovaries while it was in"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypertension, abdominal pain upper, renal cyst, depression, loss of libido and ovarian cyst outcome was unknown. The reporter considered abdominal pain upper, depression, hypertension, loss of libido, medical device removal, ovarian cyst and renal cyst to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain upper, depression, hypertension, loss of libido, medical device removal, ovarian cyst and renal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pqs evaluation: addition of imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total hysterectomy because of all the damage it caused') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypertension ("high blood pressure"), abdominal pain upper ("stomach pain"), renal cyst ("cyst in my kidney"), depression ("depression"), loss of libido ("sex drive is down to almost nothing") and ovarian cyst ("cyst in my ovaries while it was in"). The patient was treated with surgery (total hysterectomy). Essure was removed. At the time of the report, the medical device removal, hypertension, abdominal pain upper, renal cyst, depression, loss of libido and ovarian cyst outcome was unknown. The reporter considered abdominal pain upper, depression, hypertension, loss of libido, medical device removal, ovarian cyst and renal cyst to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: abdominal pain upper, depression, hypertension, loss of libido, medical device removal, ovarian cyst and renal cyst. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.